Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose was unknown mg/dl. The sensor was showing less that 120 mg/dl and blood glucose ws not that high as it was showing. The customer stated that one of the sensor he got two calibration errors and the change sensor. The customer will call to troubleshoot or turn the sensor off for a while.